Manufacturer narrative:
An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the large hem-o-lock clip applier tips would not close to apply the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected with no noted damage. The issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. At the time of the event, the clip became dislodged and fell into the patient. The clip was retrieved same procedure. The type of clip used was a large weck clip. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The event occurred during the first clip application attempt. A back up instrument was used to resolve the issue. There are no photos or videos for review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The large hem-o-lok clip applier instrument has been returned and evaluated by the failure analysis team. Failure analysis confirmed the customer reported complaint. The instrument was found to have a bent grip and the tip does not align with the other grip. The grips do not show cracking damage. Components adjacent to this bent grip show damage.